Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) worked with pharmacy staff over the phone and successfully recovered the door. The system functioned as intended after the field service engineer resolved the issue.